Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 284ml, indicating the home patient (hp) drained 284ml more than their maximum programmed fill volume of 200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of cmplnt-(B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.